Manufacturer narrative:
(B)(4). This event is 1 of 2 for the same patient on subsequent dates. The device was not returned to the manufacturer for this event and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by the patient that the patient drained out 4,700 ml manually following treatment. The 70% drain criterion was met, and the 150% fill criteria were not exceeded. The reported large drain of 4,700 ml was 192% over the expected drain volume of 2500 ml, which resulted in a reportable device malfunction. The patient confirmed that he felt very uncomfortable, although no additional medical intervention was required, and the patient felt better following the large drain. There were no lasting repercussions to the large drain, and the patient's drains have since stabilized.